Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported a patient expired, and they need help pulling the log data from their philips intellivue information center (piic). The device was in used at the time of event, the patient died.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the biomed who stated there was a failure to alarm for leads off, and the clinical staff did not know the patient had expired. The rse confirmed the contact information and physical location and paged a philips field service engineer (fse) to assist the biomed onsite. The rse explained the fse would be needed to pull the device logs and configuration from the bedside monitors, and also the piic logs. The fse retrieved the logs from the piic, but was unable to gather any additional information from the bedside monitors, (as they were not compatible with the support tool), or the clinical staff. The fse indicated the customer was running an older system which had limited information. The fse was only able to obtain the piic logs. The customer was using a vigilant 25c bedside monitor in the patient room, and the fse¿s tool had no way of retrieving data from that device. The fse also asked the clinical staff for strip information and any print outs, and they were not able to provide any. The fse was advised that another department, located in a different building handled that information. The fse was unable to obtain any further event information. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer biomedical engineer (biomed) reported a patient expired, and they need help pulling the log data from their philips intellivue information center (piic). The device was in used at the time of event, the patient died.